Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). Due to character restrictions in block e1 address: (B)(6). Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) distributors reported that the balloon was found to be ruptured and when withdrawing blood appeared. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions: event site phone # is (B)(6). Investigation was finalized on 03/29/2024: no further information is available regarding the repair or evaluation of the device. This record will be closed and in the event new information was to become available, it will be reopened and updated.